Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Analysis of the desktop charger #(B)(4) revealed the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the recharger was not working or taking a charge when plugged in. The patient said the recharger showed only the 'recharge the recharger' screen. The patient left the recharger plugged in overnight and the charge level did not increase. The patient stated they needed the desktop charger and not the insr that was sent. The patient stated they thought they needed the desktop charger because "it is dead." They also stated they had been without the therapy for pain and that it is their only form of pain management. The patient stated it was aggravating. No further complications were reported.